Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 23x1 was contaminated with foreign matter. Verbatim: rcc received a complaint via email. Product description: needle disposable hsi item number: 9870934. Manufacturer part number: 305145 lot or serial number: lot number expiry date 5064152 04/30/2030. Issue: client reports a "hard,white substance" accumulated on outer surface of needles,is reticent to use-- no adverse event(s) reported-- (B)(4) 12/15/2025.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.